Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently automatically disabled the smartpass feature, and boston scientific technical services (ts) was contacted for review. Ts confirmed that this was normal system function, due to the patient's slow rate and low amplitude measurements. However, it was additionally noted that there were potential signs of an electrode integrity issue due to mechanical artifacts in the secondary sensing vector. There was no evidence of inappropriate therapy. Potential options for assessing the system integrity were provided, such as isometrics, provocative maneuvers, and x-ray imaging. Should any abnormalities be observed, surgical intervention should be considered. However, if the recommended testing does not produce abnormal findings, ts provided potential reprogramming options to avoid the artifacts in the secondary sensing vector. Recently, the patient was seen in-clinic where lightly touching areas near the electrode created significant artifacts, which was consistently reproducible. This noise was additionally reproducible with arm maneuvers. Diagnostic imaging was performed. The physician suspected electrode damage and elected to program off shock therapy from the device to prevent potential inappropriate therapy. An electrode replacement procedure has been scheduled for the end of august. As the device has only 30% of remaining longevity, the physician will also replace the device during the procedure. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently automatically disabled the smartpass feature, and boston scientific technical services (ts) was contacted for review. Ts confirmed that this was normal system function, due to the patient's slow rate and low amplitude measurements. However, it was additionally noted that there were potential signs of an electrode integrity issue due to mechanical artifacts in the secondary sensing vector. There was no evidence of inappropriate therapy. Potential options for assessing the system integrity were provided, such as isometrics, provocative maneuvers, and x-ray imaging. Should any abnormalities be observed, surgical intervention should be considered. However, if the recommended testing does not produce abnormal findings, ts provided potential reprogramming options to avoid the artifacts in the secondary sensing vector. Recently, the patient was seen in-clinic where lightly touching areas near the electrode created significant artifacts, which was consistently reproducible. This noise was additionally reproducible with arm maneuvers. Diagnostic imaging was performed. The physician suspected electrode damage and elected to program off shock therapy from the device to prevent potential inappropriate therapy. An electrode replacement procedure has been scheduled for the end of august. As the device has only 30% of remaining longevity, the physician will also replace the device during the procedure. In september, the physician surgically explanted and replaced the s-ICD system to resolve the event. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently automatically disabled the smartpass feature, and boston scientific technical services (ts) was contacted for review. Ts confirmed that this was normal system function, due to the patient's slow rate and low amplitude measurements. However, it was additionally noted that there were potential signs of an electrode integrity issue due to mechanical artifacts in the secondary sensing vector. There was no evidence of inappropriate therapy. Potential options for assessing the system integrity were provided, such as isometrics, provocative maneuvers, and x-ray imaging. Should any abnormalities be observed, surgical intervention should be considered. However, if the recommended testing does not produce abnormal findings, ts provided potential reprogramming options to avoid the artifacts in the secondary sensing vector. Recently, the patient was seen in-clinic where lightly touching areas near the electrode created significant artifacts, which was consistently reproducible. This noise was additionally reproducible with arm maneuvers. Diagnostic imaging was performed. The physician suspected electrode damage and elected to program off shock therapy from the device to prevent potential inappropriate therapy. An electrode replacement procedure has been scheduled for the end of august. As the device has only 30% of remaining longevity, the physician will also replace the device during the procedure. In september, the physician surgically explanted and replaced the s-ICD system to resolve the event. No additional adverse patient effects were reported. The explanted device was returned for analysis.